Manufacturer narrative:
There was no pt present. The device has not been returned to the MFR. Another portable sys was replaced with the one in question and the issue was resolved.

Event description:
A medtronic rep reported intermittent tracking on the portable axiem unit. After rebooting 3 times, the sys was functioning and the surgeon completed the procedure with navigation. There was no impact to pt.